Event description:
During insertion into the pt's left subclavian in the obstetric ICU, blood was seen leaking through the introducer. An email confirmed that the leak was coming from under the hub. As a result, a transcutaneous pacemaker from a different company was used to complete the procedure.

Manufacturer narrative:
No sample will be returned for eval.